Manufacturer narrative:
Product analysis: #(B)(4). Brief description of complaint: smoking observed from generator, as well as a burnt smell. Investigation conclusion: the reported issue was confirmed. After opening the generator service found a component (c266) on the rf pcb was subjected to an overcurrent condition. Due to electrical safety concerns, no functional testing was carried out at mae. Unit was returned to (B)(4) for repair. Once c266 was replaced, the generator passed all functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
During incoming inspection of the aex generator, staff powered it on and reported smoking coming from the generator. The generator was turned off and there was there was no injury. There was no patient involvement; therefore, patient information is not applicable.

Manufacturer narrative:
Product analysis #(B)(4).: brief description of complaint: smoking observed from generator, as well as a burnt smell. Investigation conclusion: the reported issue was confirmed. After opening the generator service found a component (c266) on the rf pcb was subjected to an overcurrent condition. Due to electrical safety concerns, no functional testing was carried out at mae. If information is provided in the future, a supplemental report will be issued.

Event description:
During incoming inspection of the aex generator, staff powered it on and reported smoking coming from the generator. The generator was turned off and there was there was no injury. There was no patient involvement; therefore, patient information is not applicable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.